Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional, through national breast implant registry, reported "capsular contracture baker grade IV, change shape/size/style". Capsulectomy was performed. This record is for the left side. The device has been explanted and replaced. It is unknown if the device will be returned.